Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had multiple devices since they were a kid and a lot of them have had "wear and tear" he patient to clarify what they meant by "wear and tear" the patient reported they were a child when they first got implanted and they were clumsy and would fall a lot and do not know if it was enough to damage a lead or something. The patient has had 3 interstim implants, but they have never had an ins battery die. They would have to get the batteries replaced because they would lose the ability to communicate with it/program it.